Manufacturer narrative:
Concomitant medical products: 7122 lead, implanted: (B)(6) 2009, 4543 lead, implanted: (B)(6) 2005. Product event summary : the proximal portion of the lead was returned, analyzed. Analysis indicated that the outer insulation of the lead developed a breach due to environmental stress cracking while in vivo. If information is provided in the future, a supplemental report will be issued.

Event description:
The right atrial lead was returned to the manufacturer with no information after being explanted, and subsequently tested out of specification. No patient complications have been reported as a result of this event.